Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The ha coating has disappeared.

Manufacturer narrative:
From the communicated elements, no analysis could be carried out because no sufficient information was provided (no product returned, no batch number communicated). Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.